Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture with intracapsular silicone diffusion", deflation, silicone perspiration, change of devices color, capsular contracture, baker grade ii (breast is hard but keeps a normal appearance). This record is for right side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, b1, b3, b6, e1, e3, h6.

Event description:
Healthcare professional reported "rupture with intracapsular silicone diffusion", deflation, silicone perspiration, change of devices color, capsular contracture, baker grade ii (breast is hard but keeps a normal appearance). This record is for right side device. The device has been explanted.

Event description:
Healthcare professional reported "reporting rupture with intracapsular silicone diffusion " deflation, silicone perspiration, change of devices colour, capsular contracture ; baker grade ii on the right side (breast is hard but keeps a normal appearance). This is for right side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ product discolored: not observed. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.